Event description:
Additional information was received. It was reported that he is feeling a burning sensation where the stimulator is located. Pt stated that he met with mdt rep and got the device re-programmed. Pt stated they changed it to group b. Pt stated the burning is not there 100% of the time, but it's there 75% of the time. Pt stated that when he takes a shower and the water hits that spot, it feels like "someone set it on fire.". Pt stated they have to turn ins off when they go to bed. Ps redirected pt to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause is unknown. Interrogation show no issues with the battery. Patient only stated that when the battery goes over 2.2 he feels a warm sensation around battery area. When he lowers the amplitude below that setting he does not feel the warm sensation any longer. Patient still says he feels heat in the battery pocket area when using the stimulator at all. Especially when he charges the battery. Rep reprogrammed around the electrodes that he was using and was able to keep his amplitude to 1.3. He did not have any warm sensations at that amplitude.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient spoke with a manufacturer representative on 2022-(B)(6) about changing from group b to group c as the patient does not feel stimulation in their back, only in their legs. The patient noted that it was kind of slow coming, but 2022-(B)(6) was really bad. On a scale of 1-10, 2022-(B)(6) was a 9.5. The patient got it charged up, took meds, and used a heating pad and was able to eventually fall asleep. 2022-(B)(6) was a lot better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the cause was unknown. The patient stated that when the battery went over 2.2 they felt a warm sensation around the battery area. When they lowered the amplitude below that setting, they did not feel the warm sensation any longer. The manufacturer representative reprogrammed around the electrodes that they were using and was able to keep the amplitude to 1.3. The patient did not have any warm sensations at that amplitude. Additional information was received. It was reported the patient felt their back get hot when they used group a, which had a higher level of stimulation. It was noted that it affected the patient's right sciatic nerve and felt it down their leg. The patient met with their manufacturer representative and they used group b instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery feels like it is warm to touch when he turns stimulator amplitude up over 2.2. Rep asked the patient if this warming sensation happens when he is charging his battery. Patient stated ¿no¿. It is only when he turns the stimulator up past the 2.2 amplitude. Rep checked impedances of the battery and all connections were within normal limits. Patient was placed on a new group using different electrodes. His amplitude was at 1.3. Rep talked to patient for 25 minutes after being reprogrammed and patient never stated that the battery was getting warm. Issue resolved.